Event description:
This pt received 5-fluorouracil via curlin pump and experienced leaking at the connection between the IV tubing and her IV access. When her home care nurse arrived to evaluate this problem, she found the pt with redness and mild swelling around her eyes. The nurse was concerned that it could have been due to 5-fluorouracil getting on this pt's hands due to the leak and being transferred to the skin around her eyes from rubbing. This pt was evaluated in the emergency room, the physician did not feel the redness was allergic and diagnosed her with chemical dermatitis, possibly due to 5-fluorouracil. The redness abated while she was at the hospital and she was discharged home with instructions to place cold compresses over her eyes. The leak from the tubing stopped when the nurse changed the injection cap on this pt's IV catheter to a different brand.